Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was blinking white and black and beeping. The customer did not know blood glucose level at the time of the incident. The customer was calibrating the insulin pump when issue occurred. The customer was assisted with troubleshooting and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify software version due to constant blank flashing white light on the display. Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Pump unable to verify missing segments or partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.